Manufacturer narrative:
D8/9: device returned field service, date unknown. The device was returned and evaluated, and the investigation for the reported controller error (red alarm) has been completed. Data analysis: imc logs revealed there was a loss of communication to the optical bench given a controller error alarm (opm comm. Loss - event set #1043) was triggered. This presented issues getting through the case start procedure. The user attempted to disconnect the pump, but it was not recognized. An emergency shutdown had to be performed to turn the console off. Data analysis: the console was tested thoroughly at field service lab, but the failure mode could not be reproduced. There were no optical bench-related alarms triggered during more than 24 hours of testing with an optical pump simulator and purge. The root cause of the controller error (opm comm. Loss) could not be determined because the failure mode was not reproduced during testing. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown race/ethnicity with an unknown primary indication was implanted with an impella device for mechanical circulatory support. During use, the automated impella controller (aic) had a sudden console failure. The console was replaced, and there was no reported patient harm.